Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that an x-ray was performed and the device was found to have migrated. No intervention has been performed. The patient was stable. Additional details can be found in the literature article titled "reverse reel syndrome ¿ an unusual case of myocardial perforation and liquidopneumothorax caused by migrated ventricular pacemaker lead".